Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient was implanted with a leadless pacemaker (lp). It was noted that the lp exhibited high capture threshold and no capture. The physician elected to explant and replace the lp. The patient condition was not known.

Manufacturer narrative:
Reported event of capture problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
This report is to downgrade from a serious injury to malfunction (h1). The device was never explanted. The issue was noted and addressed during procedure.

Event description:
Additional information received notes that the no capture was noted and addressed during the implant procedure. The patient was stable before, during, and after the procedure.